Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated 10/29/2009), sorin is filing this MDR at this time. Since the device remains implanted, the programmer files were reviewed. (B)(4). This reports two events reported by the physician: av delay unexpected reprogramming between several device interrogations; inconsistent statistics displayed upon device last interrogation. Analysis of the expertise files provided revealed that the reported event resulted from an anomaly in the device embedded software. Dplus pacing mode can be activated under specific conditions, resulting in automatic av delay reprogramming (which is in accordance with dplus specifications). This behavior will be corrected in the next version of the embedded software. The availability of this version depends on regulatory approvals in concerned countries ((B)(4)). This event resulted from a programmer software anomaly. The formula that calculates as-vs percentage includes a data that is not incremented in ddi pacing mode. Usually, this data is equal to zero. In our cases, the counter was populated while device was operated in safer mode on (B)(6) 2009, before the device pacing mode was reprogrammed to ddi, approximately 10 minutes after statistics were reset. This phenomenon is more visible due to short duration (around 15 hours) between (B)(6) (device operating in safer pacing mode, reprogrammed to ddi) and (B)(6) 2009 (device found operating in ddi pacing mode, with inconsistent statistics displayed) follow-up. The correction of this anomaly is not considered as an urgent matter.

Event description:
During several follow-ups of the device involved in this report, the physician observed that av delay values have been reprogrammed automatically part to previous follow-up. Additionally, inconsistent were displayed upon device last interrogation performed on (B)(6) 2009.